Event description:
It was reported that during a procedure of the heavily calcified right coronary artery (rca) a 3.0 x 28 mm vision stent delivery system (sds) was advanced but would not cross the lesion. The sds was removed and a 2.75 x 15 mm vision was attempted and also could not cross the lesion, but became stuck when attempting to remove the sds. While attempting to remove the sds, the stent dislodged and began to unravel. The guide catheter was advanced and the stent and the sds were removed as a system inside the guide catheter. The guideliner catheter and the same 3.0 x 28 mm vision sds was successfully deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.